Manufacturer narrative:
Investigation conclusion:a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they suspect as 2 false negative sars results. Customer states they were also negative by additional brand rapid antigen test but were positive by a molecular method. Customer states they are symptomatic. Report 1 or 2.